Event description:
The surgeon attempted to implant an aa4203tl silicone lens, but the trailing haptic stuck to the side of the injector and was damaged on insertion. The lens was removed and a second lens was used. The second lens was implanted and removed due to the trailing haptic sticking to the side of the injector and was damaged on the insertion. Cross reference claim #400413 MDR 2023826-2004-00327.